Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, while prepping the leadless implantable pulse generator (ipg) system for use the physician mentioned that the deflection lever on the delivery system had resistance and didn't work smoothly. After three attempts to place the ipg, the delivery system was removed from the body to evaluate function and look for clots on the cathode. At this time the deflection of the delivery system revealed deformity yielding the system unusable. A new delivery system was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The lumen of the delivery system was damaged. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the sheath. Blood was observed on the outer shaft of the delivery system. Blood was observed on the flush port valve of the delivery system. Blood was observed on the inner shaft of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst noted the shaft is kink/buckled at 5.5 cm from the distal end of the delivery system. There is blood on the shaft located at the distal end of the stability member. If information is provided in the future, a supplemental report will be issued.